Event description:
It was reported the patient felt no stimulation sensation. Telemetry issues were also reported. The stimulator was not detected by the physician programmer, the patient programmer, nor the recharger. The stimulator was overdischarged. The stimulator was replaced. It was also reported the patient has memory issues.

Manufacturer narrative:
This report is being submitted following an internal audit.